Event description:
"Surgeon was completing a lap band and had sutured the allergan la band in and was pulling the end of the band through the c0605 seal by using a reusable grasper, and discovered that the dist end of the c0605 had fractured. The surgeon had not changed his technique, and has been using the same lap band for a number of years. Throughout the procedure the c0605 was used for placement of the 10mm laparoscope to view the procedure, and for the delivery of the band using a reusable 5mm grasper. The surgeon placed the c0604 at the start of the case on the right lateral midline point, the usually position for this trocar for this procedure. This is the second incident this particular surgeon has had with the applied medical trocars in two months. It was confirmed that the piece of cannula did not separate or fall into pt.